Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported unresponsive keypad was confirmed and reproduced during the device eval determined the keypad responses were intermittent due to a failed keypad. The failed was replaced.

Event description:
It was reported a spectrum pump had an unresponsive keypad in the medical surgical unit. It was also reported there was no pt injury related to this condition.